Event description:
It was reported that the system's level sensor did not work. The product malfunction did not cause or contribute to an injury or death. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Note: the user facility biomedical engineer stated he thinks the cleaning of the gel off the sensor may have caused the failure as they are "just wiping it off."